Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prefyx sling system was implanted into the patient during a procedure performed on (B)(6) 2007. As reported by the patient's attorney, the patient underwent a revision procedure of the prefyx sling on (B)(6) 2010 due to stress urinary incontinence (sui), dyspareunia, and pelvic adhesions. Boston scientific has been unable to obtain additional information regarding the event to date.